Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that he was receiving a low battery, battery out limit, and failed battery test alarms. Customer stated that he received a low battery alert while he was at work. Customer changed the battery a few times but kept receiving a failed battery test alarm. Customer left the pump without a battery for about 25-30 minutes. Customer stated that he tried changing the batteries but he kept receiving battery out limit alarms. Customer's blood glucose was 152 mg/dl. Customer also had issues with the esc button not always being responsive. Customer stated that sometimes it is hard for the button to respond. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer was advised that a replacement battery cap will be sent as a courtesy. Customer was advised to monitor the pump.